Event description:
It was later reported by the healthcare provider (hcp) that ¿the overmedication had nothing to do with the pump¿. The patient was overmedicating himself by taking too much lyrica orally. The hcp stated that no magnet was used on the pump and there was no issue with the pump. The patient was currently seeing a different doctor. The device system delivered fentanyl and bupivacaine.

Event description:
It was reported that the patient was agitated and confused, thus went to the hospital on (B)(6) 2013. It was noted that a magnet was placed over the pump to stop the pump because they did not know if the patient was being over-medicated. In addition to the medication in the pump, the patient was taking 600 mg of lyrica three times a day. It was noted that the patient was in the intensive care unit (ICU), and they were checking to see if the patient had an infection of their recently implanted spinal cord stimulator (scs) system. The drug in the pump was unknown. It was later reported that the patient did not have an infection of their scs system, but that there was a "problem" was with his medication.

Manufacturer narrative:
Product ID: 8731, lot# b005308n31, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).